Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient claimed that the battery site becomes hot shortly after they start charging their ins. The patient said that there were no environmental factors that contributed to the issue. The rep interrogated the battery with the clinician programmer and everything seemed to show ok. The patient did not have their recharger with them at the appointment to do more diagnostics. The patient expressed that their stimulator was working good for what it was put in for. It was noted that the issue was not resolved at the time of the report. Additional information was received from the rep. It was reported that the provided information has been confirmed with the implanting physician. The cause of the issue has not been determined. The issue has not been resolved yet, as the patient wanted to wait to see a different doctor regarding her stimulator. The patient now has an appointment with a neurosurgeon on (B)(6) 2018. Additional information was received from a manufacturer¿s representative (rep). The rep reported that at the appointment on (B)(6) 2018 the neurostimulator (ins) status was okay after interrogation. The rep reported that electrode impedance showed that number 10 electrode was greater than 10,000 ohms. The patient was reprogrammed without using the number 10 electrode. The rep reported that the patient seemed to be doing better so far. The rep reported that they had a follow up appointment on 2018-05-22 for further evaluation. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported ins was burning inside. The ins was replaced in 2014 per patient. About a year before that, in 2013, the burning started.

Event description:
Pt stated that for their previous implant the battery was burning their back and there was an erosion and a part of their back was cut and they didn't know if the implant split open but there was corrosion. Pt confirmed this was for their restore implant that was implanted in 2012.

Manufacturer narrative:
Product event summary: investigation summary - it was reported that the battery site becomes hot after starting charging and there were high impedances. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The rep was contacted to investigate the cause and what was done to resolve the issue but no cause was found. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause. Was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.